Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claimed that the device gave a reading of 260 while the fingerstick value was 41.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.